Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer stated that screen looks fuzzy around the edges. The customer¿s blood glucose level was 7.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No missing segments or partial display noted. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No device heating up noted during testing. Insulin pump also received with scratched overlay.